Event description:
"On or about (B)(6) 2009," an ams monarc was implanted to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleges that, "after, and as a result," of the implanted mesh, plaintiff had "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her bodily tissue, dyspareunia, add'l surgery and/or other injuries," along with "significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.